Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says "on december 8th it said an error" but doesn't remember what it was. Pt then said that they saw that "yesterday evening it showed that their battery was empty even though they charged it up on tuesday or wednesday so they went to charge but it says they have 40 percent but they cant turn it on". The patient connected during the call and it said  stimulation was off. They turned stimulation on but don't feel any stimulation. They tried to increase settings but gets settings not available. They said they haven't had any falls and haven't been around any emi. Pt then says they were in an airport recently, and this was a couple of days before december 8th. They had a bone scan in november "near their left hip which was near the stimulator". They reviewed there could have been an interaction, and to follow up with hcp. Pt says they left a vm with their rep. Pt then mentioned they felt a "ping when they were in front of their microwave when they tried to use the stimulation on december 8th". The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.